Event description:
The issue was found during a diagnostic tracheoscopy procedure. There was no delay, and the procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Updated b5 with additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, strange black image with dots could not be identified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: bending section cover (a-rubber) glue had a crack, image guide (ig) had breakage, insertion tube had cut or scratches, control body had issue, low angulation of up/ down (u/d), and a cut in the middle of the pink rubber. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a strange image occur as it was black with some dots when setting up. The issue was found during preparation for use of an unknown procedure. There were no reports of patient injury or harm.